Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found fault pointing to the generator and replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the customer reported complaint was confirmed. A review of the logs found the reported error confirming the fault occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The unit was placed on a well-known system and on startup unit displayed error c-34. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing errors such as c-30 and c-34. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe had an issue for a c-34 fault and changed the energy cable, instrument and power cycled the errbe but the issue remained. Technical support engineer (tse) reviewed the logs and confirmed the issue and checked if the erbe was plugged into a power strip, caller said yes and moved the power cable to a new outlet but the issue remained. Staff stated they were using another bovie. Tse advised the force triad was the validated esu to bypass the erbe. Site was unable to clear the error and replaced the cords, instruments and was still getting an error. Field service engineer (fse) to follow up. The procedure was completed laparoscopically. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the da vinci-assisted surgical procedure was performed in the morning. The conversion did not result in increasing the port size incision or adding additional ports. The patient tolerated the change, and there was no injury to the patient.